Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube on the distal tip on top of the metal part . There was a small piece missing but it did not return with the instrument. The complaint regarding, where the tip attaches to carbon arm came loose and was slightly rocking was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. .

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the tip-up fenestrated grasper instrument part, where the metal instrument tip attaches to the carbon arm, came loose and was slightly rocking. The procedure was completed with no reported injury. Intuitive surgical., inc. (Isi) followed up with the initial reporter and obtained the following additional information: no material was seen to enter patient¿s body. No uncontrolled motion reported.